Manufacturer narrative:
B2: retention, antibiotics b3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having problems with their bladder stimulator. The patient said one day this week they did not have any urinary stream at all and leaked all day, and the next day they leaked again but not as bad. The patient asked if they should turn it up or try a different program because they couldn't get it regulated.  The agent reviewed therapy optimization information, stimulation sensation information, and recommended keeping a symptom diary to track results. The agent offered to assist if the patient wanted to make a therapy adjustment but the patient declined. They were redirected to their doctor. The patient mentioned other medical history. This included that the patient said this was their second year and they have had so many uti's. They had gone to the doctor and the doctor had pulled out 4 liters of urine and 3 liters. The patient also reported that prior to their uti in august (202 5) which lasted until december, they would wear one small slim pad a day. In the middle of the uti, they would have to change out 2-3 pads during the day, and now they were on menstrual pads that very thick like a pillow between their legs. That was what they were wearing in bed so they didn't have any accidents because they couldn't always go to the bathroom when they needed to. They did not always know when they needed to. The patient said they were on 3 months of antibiotics, and they just finished them yesterday. They will see their new doctor on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they went in multiple times to the healthcare provider (hcp) for uti complaints. Neither the nurse practitioner nor the doctor made any suggestions and never mentioned the device. The healthcare provider (hcp) pulled urine out of them and told them that their problem was that their bladder did not empty. They heard accusations such as "have you been drinking caffeine, canned pop drinks, citrus juice or alcohol?" They complained one time and said this was not a positive quality of life experience for them, implying that they were not listening to them about how much their life had suddenly changed. When the hcp told them that the pain in their back had nothing to do with the constant utis, another hcp told them that was not true due to the inflammation around the organ for so long. When they talked to the manufacturing representative (rep), they were similar in the questions about what the patient drank, again, like it was the patient's fault the bladder does not empty. When they were in the office in november, the rep said it was a matter of which pad the patient was choosing to wear and said it made them feel like they were following the hcp's lead in that nothing can be done for them.